Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
After a premature ventricular contractions procedure, an echocardiogram showed a tamponade. At first a tamponade was not seen, but then the patient became hypotensive, and a repeat echocardiogram showed the tamponade. A pericardiocentesis was performed and the patient stabilized. It is unknown what caused the pericardial effusion and there were no alleged issues with any devices. The physician believes it may have occurred slowly throughout the procedure and cannot confirm whether it occurred during ablation or mapping. It was also noted that the patient was moving a lot during the procedure, which could have contributed to the pericardial effusion.